Event description:
It was reported that the patient's right atrial lead exhibited decrease in p wave amplitude. The lead was explanted and replaced. The patient was stable before, during and after the procedure.